Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the pulley cover of the maryland bipolar forceps exhibited thermal damage. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument did not show damage to the conductor wire. The instrument passed the electrical continuity test.